Event description:
This savvy balloon burst at 3 atmospheres during the dilatation of a vessel in the left lower leg. The procedure was successfully completed with another savvy balloon. There was reported njury to the pt.